Event description:
Customer reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed the case from the pump, checked for housing damage, and cleaned the pneumatic tap area at the guidance of technical support. Despite these efforts, the original cartridge could not be reloaded successfully. As a resolution, the customer decided to fill a new cartridge and resume insulin use independently.